Event description:
It was reported that during a sleeve gastrectomy procedure, on the fourth firing with a gold cartridge on the fundus area of the stomach, the third/outer row of staples on the patient side did not fire. Seamguard buttressing was used. There were no issues noted with the specimen side. The area on the patient side was oversewn with an imbricating suture. A leak test was performed and passed. Case completed with the same device and an additional gold cartridge. There were no patient consequences reported. The device and cartridge were discarded.

Manufacturer narrative:
(B)(4). Intra operative photos were received. The evidence in the photos appears to confirm that the outer row of staples on the patient side was not deployed. The jagged cut line combined with the staples along the cut line seems to indicate that there may have been prior firing crotch staples caught in the device that may have caused the tissue to move. This tissue movement could have affected the deployment of the staples. Based on the photographic evidence, the event description can be confirmed, but the root cause of the reported event cannot be determined.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I just spoke to the doctor to get further clarification on the "misfire". He did let me know that he did not think the third row was missing but rather that it was malformed and very close to the cut line. He thinks that this was due to deck deflection and that he thinks the cartridge may have been overloaded. He says that he is not completely sure what happened but that they will continue to do cases with it to get a better idea of what the stapler is capable of doing.